Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 patient was presented with following pre-op diagnoses: degenerative grade 1 l4-5 spondylolisthesis; l4-5 stenosis; l4-5 degenerative disk disease. For which, patient underwent following procedures: complete l4 laminectomy, complete bilateral l4 medial facetectomy, bilateral l4-5 foraminotomy, bilateral l4-5 diskectomy with bilateral posterior lumbar interbody arthrodesis using 10x26 mm interbody cages, rhbmp-2/acs, morselized autograft supplemented with posterolateral fusion using morselized autograft and rhbmp-2/acs as well as pedicle screw fixation from l4 to l5 using pedicle screws and polyether- ether ketone rods. Implants used: four ha(hydroxyapatite) pedicle screws, two 3.5 cm peek rods, four set screws, two 10 x 26 mm cages and one large cut of rhbmp-2/acs. Per op notes, surgeon selected a 10x26 mm cage and filled this with rhbmp-2/acs and morselized autograft. This cage was gently tapped into position the right l4-5 disk space until it was countersunk to a depth of about 1 mm. Same procedure was repeated in the left l4-5 disk space. Surgeon then placed rhbmp-2/acs along the l4 and l5 transverse processes. Final ap and lateral images were obtained which showed good positioning of the instrumentation at the l4-5 level. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.